Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the thread saw blade coupling of the oscillating saw device was damaged, the bearing was worn, and the mechanics were damaged. It was noted that the coupling tool was defective, the drilling housing was no longer in tolerance, and the machine can no longer be dismantled because it was very old and worn. It was further determined that the device failed pretest for check oscillation frequency, check operating of trigger/lever, and check the tool coupling. Therefore, the reported condition that the device stops by itself was confirmed. The assignable root cause of these conditions was determined to be traced to component failure from normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the oscillating saw device stopped working. It was reported that there were no delays in the procedure due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.